Event description:
A surgeon reported that following the insertion of an intraocular lens (iol), a tear was noted on the anterior capsule. The day following the iol implant surgery, the surgeon reported the iol was fixed without problem. Additional information has been requested

Manufacturer narrative:
The device was returned for analysis and no damage was observed. The lens was not returned. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.